Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm during bolus. Review of the insulin pump's alarm history also showed that a no delivery alarm and an additional error alarm had occurred. Blood glucose level at the time of the incident was 94 mg/dl. The customer will not return the device for analysis.